Event description:
The end user's spouse reported that the starter hole of wafer was off centered. He provided the limited information because of being busy at the time of reporting the issue. He mentioned that this had been an ongoing issue. He also reported that they used some of the wafers on his wife stating that he tried to angle them, and he did not acknowledge leakage or associated skin irritation. No photo is available at this time.

Manufacturer narrative:
Device 8 of 11. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).